Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user requested a factory reset of their ilet to switch to u-200 insulin. After filling a new cartridge, the device was reset and set-up completed, including repairing with the phone. The user's blood glucose (bg) was 253 mg/dl but trending down and expected to stabilize before resuming bionic mode. The user's highest blood glucose (bg) recorded was 253 mg/dl and was corrected by allowing the ilet do the corrections. No symptoms or medical intervention were reported during the event and at the time of call.